Event description:
This pt experienced inappropriate shock from the lead and it is believed the lead may be dislodged. All available info suggests this lead remains implanted, therapy was turned off and a revision will be scheduled.